Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had unexpected restart. Customer's blood glucose value was unknown. Customer stated that the alarm was recurring during normal pump use. Insulin pump will be returned for analysis.

Manufacturer narrative:
Unit passed the unexpected restart error test and displacement test. No unexpected restart error alarm or general alarms, reset time/date anomaly after change battery noted during testing. Unit had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, stained address/serial number label and stained end cap sticker.